Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Full name of the facility is (B)(6). This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the adhesive of the light guide (lg) lens is peeling. Thereby creating a gap for dirt to enter inside the lg lens. Other observations for the device: due to looseness of elevator channel plug, water tightness is lost; adhesive on distal end rubber coating (a-rubber) has a chip; due to wear of angle wire, bending angle in up direction does not meet the standard value; nozzle is deformed by a shock applied to the distal end and causing a clog; due to clogging of nozzle, water removal ability does not meet the standard value; forceps elevator has a chip; suction cylinder is shaved; electrical connector has discoloration due to water leakage; and connecting tube, distal end cover (c-cover), distal end, suction connector, scope cover, protector of universal cord, grip, right/left knob, switch box, forceps elevator lever, and forceps elevator knob have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer returned the device for evaluation and repair of an issue of rattling of the subsidiary water supply connector. There is no harm to any patient or healthcare professional. Upon evaluation of the returned device, it was observed that the adhesive of the light guide (lg) lens is peeling. Thereby creating a gap for dirt to enter inside the lg lens. This medwatch is being submitted for the reportable issue of peeling of the lg lens adhesive as observed during device evaluation.